Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned in two fragments (184cm from the proximal end, guidewire was broken at 14cm from the distal end. The proximal fragment was inspected and was noted to be broken along the nitinol tubing with the core and platinum wire exposed and broken. The distal fragment was inspected, and the nitinol tubing was seen to be broken and core wire exposed. The core wire distal end was observed through the distal tip dome. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed based on analysis. The reported guidewire difficult to advance could not be duplicated; however, the analysis results are consistent with the reported event. The reported catheter was not returned with the guidewire. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of undeterminable will be assigned to the as reported 'guidewire difficult to advance', as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of procedural factors will be assigned to the as analyzed ¿guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during one mca (middle cerebral artery) stent assisted embolization case, the patient's vessel was quite tortuous. The operator delivered the subject guidewire to bring microcatheter to reach the location and during the procedure big resistance was encountered. The operator tried several times and checked under dsa (digital subtraction angiography) to see that distal of the subject guidewire was not moved. Withdrew it together with the microcatheter and confirmed that tip of the subject guidewire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one mca (middle cerebral artery) stent assisted embolization case, the patient's vessel was quite tortuous. The operator delivered the subject guidewire to bring microcatheter to reach the location and during the procedure big resistance was encountered. The operator tried several times and checked under dsa (digital subtraction angiography) to see that distal of the subject guidewire was not moved. Withdrew it together with the microcatheter and confirmed that tip of the subject guidewire was fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.